Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. On (B)(6) 2017 it was reported that the patient was in the ER (emergency room) with signs of suspected overdose. A magnet was placed on the pump to stop it until the doctor could see the patient to decrease the dose. Per the reporter, the pump was not the likely cause of the issue, but they did this just as a measure to rule out. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: conclusion code 22 and device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional via company representative who reported that the patient was currently in the ER (emergency room) with suspected overdose. Narcan was given with positive results. This reporter was not aware of the previous overdose event that had occurred on (B)(6) 2017. The ER staff had applied a magnet over the pump to stop the pump prior to her arrival. Once she arrived, the pump was programmed to minimum rate and a motor stall was seen at initial interrogation post the update. Motor stalls as related to magnets and the logging process was discussed. The pump was delivering morphine (6 mg/ml at 0.2883mg/day) prior to being programmed to minimum rate. The dose on (B)(6) 2017 was 0.375mg/day and was programmed at that time to 0.2883mg/day. The reporter thought the patient had a recent refill. No further complications have been reported as a result of this event.